Event description:
It was reported that during a surgical procedure at the user facility, the radiolucent thread of the surgical sponge was found to be loose from the sponge. The loose thread was found prior to the sponge being used in the patient. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event of the radiolucent thread not being attached to the sponge was confirmed. Upon inspection, there was evidence that the string had gone through the heat seal process and was attached during manufacturing. The sponge was tested destructively and therefore will not be returned to the user facility.

Event description:
It was reported that during a surgical procedure at the user facility the radiolucent thread of the surgical sponge was found to be loose from the sponge. The loose thread was found prior to the sponge being used in the patient. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.